Event description:
A malfunction alarm, specifically malf 12, was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin therapy.